Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 19mm aortic pericardial valve, implanted unknown duration, underwent a valve-in-valve procedure due to severe regurgitation secondary to structural valve deterioration. The patient presented with dyspnea on effort. A 23mm transcatheter valve was implanted.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
Updated a2, b5, and b7.

Event description:
Edwards received information that a patient with a 21mm 3300tfxj aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years due to aortic stenosis and severe aortic regurgitation secondary to structural valve deterioration. The patient presented with dyspnea on effort. A 23mm sapien3 valve was implanted in replacement. The patient was discharged on pod #4.